Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The customer disposed of the electrode pads and we could not obtain information related to pad placement. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) an arc was seen under the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.